Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-33420 and 1627487-2020-33421. It was reported the patient experienced an incident where she fell to the ground on her back and felt the drg system's stimulation therapy changed. Diagnostic of the patient's drg system revealed high impedance. Consequently, surgical intervention was taken and the patient's were replaced with new leads. No complications occurred during the procedure and the patient was stable.